Manufacturer narrative:
(B)(4).

Event description:
During the second stage of the implant impedance involving electrode #11 was greater than 40,000 ohms. All of the other electrodes were in normal range. Further info is being requested at this time.